Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended due to a sensor glucose of 59 mg/dl. However, the customer's current sensor glucose was 80 mg/dl and her blood glucose was 224 mg/dl. Troubleshooting was initiated for the discrepancy between sensor glucose and blood glucose readings. The customer was advised on proper calibration technique and sensor usage. No products were returned or replaced.